Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer mentioned about material rupture , detachment of device or device component and failure to capture issues in the temporary pacing electrode catheter . It was stated that there were no clinical signs symptoms or conditions, but there was a surgical intervention.

Manufacturer narrative:
Upon further review, bd has determined that there was no allegation against the product. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer mentioned about material rupture , detachment of device or device component and failure to capture issues in the temporary pacing electrode catheter . It was stated that there were no clinical signs symptoms or conditions, but there was a surgical intervention.